Event description:
In 2003 pt had a left mastectomy with immediate reconstruction with placement of mcghan expander. Pt developed pocket contracture and the implant was unable to be expanded. Implant removed 2004 and replaced with mentor spectrum implant.